Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2014. Patient's mother stated that the patient experienced itchiness, red, irritated skin and scabs at the site of sensor insertion. On (B)(6) 2015 the patient was taken to the doctor and was administered a steroid shot and prescribed hydroxyzine and triamcinolone cream. It was further reported that the patient has a nickel allergy. Patient's mother believes the patient is allergic to either the sensor adhesive or the sensor wire itself. At the time of contact, the patient's mother did not report any further medical intervention.

Manufacturer narrative:
(B)(4).